Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device received shock for ventricular tachycardia (vt). Moreover, the patient experienced chest pain and night terrors and was afraid to go to sleep because the patient might get another shock. The patient was referred to a psychologist. Additional information obtained from the field which indicated that the device was reprogrammed to treat slow ventricular tachycardia (vt) which converted patient to sinus rhythm. The patient was referred to a physician for possible ventricular tachycardia (vt) ablation. The device remains in service. No adverse patient effects reported.